Event description:
A consumer reported following a multifocal intraocular lens (iol) implant procedure she has experienced blurry vision. Add'l info was rec'd from the consumer, who reported that the vision has been blurry without glasses making driving difficult since the lens was implanted. She also reported that she had pre-existing astigmatism that had previously been treated with lasik in 2000. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have no other complaints reported in the lot number. At the request of the consumer the surgeon was not contacted; f/u was not able to be conducted. (B)(4).